Manufacturer narrative:
(B)(4). Batch #: u5ex36. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no visual non-conformances and with one gst60g reload (b) present. The reload was received fully fired. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut, and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information.

Event description:
It was reported that during the laparoscopic radical gastrectomy for gastric cancer surgery, could not fire when severing stomach tissue on the 1st firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.